Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the final implant depth of the valve was 3mm non-coronary cusp. A permanent pacemaker was implanted after the procedure. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor vison valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a large flexnav delivery system. During procedure, after pre-implantation balloon-aortic valvuloplasty (pre- bav) a complete heart block was noted. The valve was implanted at a depth of 3mm. A permanent pacemaker was implanted after the procedure. The patient was reported stable. No additional information was provided.